Event description:
It was reported that after turning on while in standby, the ventilator generated several technical error codes indicating a ambient air temperature sensor range error, air humidity (rh) sensor range error, inspiratory flowmeter temperature sensor range error. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the unit alarmed for ambient air temperature sensor range error, air humidity (rh) sensor range error, inspiratory flowmeter temperature sensor range error and it was also found in the provided device logs turbine module communication error and inspiratory flowmeter temperature sensor range error. During the investigation performed by our field service engineer, the issue was solved by replacing the turbine.

Event description:
Manufacturers ref: #(B)(4).